Event description:
A customer contacted beckman coulter inc. (Bci) regarding high sodium (na) and chloride (cl) results generated by the unicel dxc 800 pro synchron clinical systems. The results were not reported out of the lab. The original sample was repeated on two different instruments and lower results were obtained. The repeated results were reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
The ise system is calibrated every 8 hours followed by a qc run. Prior to and after the event ise qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse ran precision and accuracy tests on all ise chemistries. The system was operating within specifications. No repairs were made. A clear root cause for this event has not been determined.